Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced increased neurologic difficulties and loss of function in the left lower extremities shortly after implant. It was believed that the patient had experienced cord compression. As a consequence, the ipg was explanted. There have been no further reports of complications.

Manufacturer narrative:
This update is to correct the "date of this report", which was incorrectly inputted.